Manufacturer narrative:
The ge service rep troubleshot the system and adjusted the collimator and image intensifier to the mfrs specs. He performed a collimator calibration. The system functions normally.

Event description:
The customer reported that the mag field was out of tolerance.